Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer received the bed with a broken weld.

Event description:
Per a communication with invacare (B)(4), a bolt on the underside of the frame that holds the left ratchet has broken off. This item has been scrapped. This item was received into invacare (B)(4) on 04/18/2016. Customer received the bed with a broken weld.